Manufacturer narrative:
(B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the alignment block came loose from the tip of a screw inserter while installing a screw during surgery. An alternative driver was used to complete the procedure. There were no reports of patient impacts associated with this event.

Manufacturer narrative:
The device was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not reveal any manufacturing related issues which would have contributed to this event.

Manufacturer narrative:
The returned inserter was evaluated. The tip was confirmed to have fractured off. The cause is likely attributed to forces placed on the device which were greater than the device's strength.

Event description:
It was reported that the alignment block came loose from the tip of a screw inserter while installing a screw during surgery. An alternative driver was used to complete the procedure. There were no reports of patient impacts associated with this event.

Manufacturer narrative:
Device was not returned to manufacturer.